Event description:
The user facility reported water was not flowing through their system 1e units. Multiple patient cases were cancelled as the facility was unable to perform diagnostic or processing cycles on either system 1e unit.

Manufacturer narrative:
A steris service technician arrived at the facility and was unable to duplicate the customer's reported issue with the system 1e units. The technician reviewed cycle printouts from the day of the event and found the inlet water temperature was less than the minimum site specifications for operation of a system 1e. The temperature outside at the time of the event was 5 degrees fahrenheit; with wind-chill, the temperatures were reported to be in the negative degrees. Extreme cold temperatures can create issues with heating systems, boilers, water supplies and electrical communications. The technician determined that the probable root cause of the low inlet water temperature was the adverse temperatures outside.